Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued 33 days after the administration date. At the time of this report, the patient has recovered from peritonitis and turbid fluid. Should additional relevant information become available, a supplemental report will be submitted.